Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that a pt had an unexpected postoperative refractive outcome and blurred vision after having a multifocal intraocular lens (iol) implanted. The lens was exchanged for an iol of the same model; different power. Add'l info has been requested.